Manufacturer narrative:
(B) (4) - work order search. Results - a work order search was performed and there were no similar complaints found. (B) (4).

Event description:
It was reported that the surgeon inserted a micl3.2 implantable collamer lens and did not like the way it seated in the eye. The lens was removed and replaced with a longer one without any pt injury. The customer was concerned with the sizing of this lens.